Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other perclose proglide devices, referenced, were filed under separate medwatch manufacturer reports. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that prior to an abdominal aortic aneurysm (aaa) repair procedure, pre-close placement of the sutures was attempted in the left common femoral artery through a 6-french access site using perclose proglide devices. Reportedly, during suture deployment of the initial six proglide devices, an issue occurred retrieving the sutures. The sutures from two additional proglide devices were deployed and set to the side. The access site was upsized to 16-french. After the aaa repair procedure, the knots were advanced fully to the vessel, but bleeding continued due to damage to the vessel. Leaving the sutures in the vessel, a cutdown was performed. A 16-french hemostasis sheath was placed in the access site and the vessel was surgically repaired. When the effects of the anticoagulant were neutralized to a desired level, the hemostasis sheath was removed and manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae. There was a significant clinical delay reported in the procedure. The physician was reported to be trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.